Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens trailing haptic folded wrong, feet came first, did not come out of shooter. Hence the lens was taken from the injector and put in another shooter and was implanted. There are eight medical device reports associated with this report. This is 7 of 8. Additional information has been requested, received and stated that in the surgeon opinion, incorrect position of the lens in the cartridge caused the event. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that there was no patient contact.